Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that the screen was blank, there was white flair in the upper right hand corner, covering the time and reaches down to blood glucose reading. The customer stated that they go to bolus and the print on left side screen was faded unlike the right side that was bright. The troubleshooting was performed for partial display. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed displacement test, sleep current measurement and active current measurement. No blank display anomalies noted during testing. Unit received with partial white display at corner of lcd screen due to moisture damage on all electronic assemblies. Unit received with moisture damage on motor assembly and corroded force sensor assembly.